Manufacturer narrative:
No timeouts or drive stalls were seen in the device data. A leak was observed in the external portion of the soft cannula. A tear was observed at the location of the leak. It is unknown how or when damage occurred or if it contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) with ketones present, while wearing the pod on the back between 24 and 36 hours. Multiple corrections were administered using the pod and a manual insulin injection, but the bg levels did not decrease. A new pod was applied to treat the hyperglycemia.